Manufacturer narrative:
This supplemental report was created to capture the revisions to the initial MDR in block b5 (event description) and blocks f10 and h6 (device code).

Event description:
It was reported that this brady lead was not successfully implanted due to the wire perforated through the lead. A new brady lead of a different model was successfully implanted. The brady lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to lead breakage or fractured as the helix did not exhibit normal behavior. Additionally, a wire perforated through the lead, and this brady lead had to be discarded. Then a new brady lead of a different model was successfully implanted. The brady lead was returned for analysis. No adverse patient effects were reported.